Event description:
The patient experienced 2 episodes of unexplained coma; the etiology was not obvious. The patient also experienced cognitive symptoms, somnolence, and hypertonia. The patient was hospitalized for 28 days in 2009. A pump volume discrepancy was found; the expected volume was 10mls, the actual volume was 30mls. The patient has a surgical revision for a kinked catheter. Following the revision, the patient had gradual progressive recovery toward baseline. The patient outcome was reported as "serious life threatening injury/illness - recovered without sequela". The device system was used to deliver lioresal.

Manufacturer narrative:
Catheter.